Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx preloaded bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2012. According to the complainant, no visible damage was noted to the device; however, during preparation, when the length of the guide catheter was attempted to be adjusted outside the patient, the pull wire moved without resistance, but the guide catheter did not move at all. This indicates that the guide catheter had detached from the pull wire inside the push catheter. The procedure was completed with another advanix rx preloaded bilary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Functional evaluation was performed; however when the pull wire was retracted and extended the guide catheter did not move, indicating the guide catheter had separated from the pull wire. The push catheter was cut to observe the connection of the guide catheter and pull wire and it was found that the pull wire and guide catheter had detached from each other at the connecting point. The guide catheter was also found bent. Visual evaluation revealed no damage to the stent, suture, or push catheter. The bent guide catheter indicates user handling of the device, which may have lead to the noted damages; however the most probable root cause for the event could not conclusively determined. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an advanix rx preloaded bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2012. According to the complainant, no visible damage was noted to the device; however, during preparation, when the length of the guide catheter was attempted to be adjusted outside the patient, the pull wire moved without resistance, but the guide catheter did not move at all. This indicates that the guide catheter had detached from the pull wire inside the push catheter. The procedure was completed with another advanix rx preloaded bilary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.